Event description:
A stryker core impaction drill was sent in for repair due to overheating during a tooth extraction. No adverse consequence was reported; the procedure was completed successfully with another device without any procedure delay.

Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed; the device exceeded the maximum allowed temperature rise. Further investigation revealed a damaged rotor, driveshaft and etched spindle. There was no lubrication in the bearings on the rotor and on the driveshaft. The rotor was identified as the probable cause of the failure. The faulty parts were replaced and the device was repaired and returned to the customer.